Event description:
The customer reported via phone call that they needed assistance with the meter not communicating with the insulin pump. Customer stated that they do not have their transmitter because the paramedics took it off. Customer stated that there was a 911 call on (B)(6) 2015. Customer's blood glucose was over 600 mg/dl at the time of the call. Customer does not recall having any symptoms. Customer stated that they had diabetic ketoacidosis and they treated with manual injections. Customer stated that the paramedics took the pump off at the time of the 911 call but not for long.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.